Event description:
Country of complaint: (B)(6). Locking ring came loose during releasing the screwdrive. No delay in procedure. No patient injury. Operation completed successfully.

Manufacturer narrative:
Manufacturing site evaluation: two screws received for evaluation. Both have loose locking rings. Only one locking ring was returned. Both were investigated microscopically, only one screw shows a noticeable damage at the edges of the socket. Both screws show circular wear marks. Also, some segments of the locking screw were found to be bent. Batch history review: the device quality and manufacturing records and all production documents comply with specification and do not present any discrepancy. No similar incident has been reported in relation to this batch. It is likely that the screwdriver was positioned and/or driven with an incorrect angle. As a consequence the licking right was levered during releasing the screwdriver.